Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the recharger (B)(4) found that there were bent pins in the cable assembly.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) had been plugged in since the previous day but the battery was not incrementing. They reported it would sometimes lose connection even though it was still plugged in. A bent connector pin was reported. The patient also reported the insr would not connect to the ins. The ins may be over discharged. The patient was advised to see their doctor if the replacement insr did not resolve the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.